Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Additionally, it was reported that multiple cartridges were damaged at the cartridge tubing, interrupting insulin delivery. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.